Event description:
Bayer case number: (B)(4). I almost died using this [adverse event]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of adverse event ("I almost died using this") in a patient who received afrin® saline burst moisturizing daily nasal mist nasal spray, solution (lot no. Unk). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started afrin® saline burst moisturizing daily nasal mist at an unspecified dose and frequency. On an unknown date the patient experienced adverse event (seriousness criterion medically important). It was unknown whether any action was taken with afrin® saline burst moisturizing daily nasal mist. The reporter considered adverse event to be related to afrin® saline burst moisturizing daily nasal mist administration. Quality-safety evaluation of ptc: for afrin® saline burst moisturizing daily nasal mist: based on available information, since the batch number is unknown and no sample is available, no further investigation can be initiated. We can nevertheless confirm that our products are only released to the market once all analytical release tests have been verified as compliant with the established specifications. These controls include, in particular after radio decontamination: appearance, proper functioning, ph, pressure, osmolality, tamc, tymc. A batch can only be made available once all associated results meet the required specifications. The manufacturing and packaging processes are designed to ensure patient safety. An in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore there is no reason to suspect a causal relationship between the reported event and a quality defect. The reported event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 24-mar-2026: quality-safety evaluation of product technical complaint was received. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). I almost died using this [adverse event]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of adverse event ("I almost died using this") in a patient who received afrin® saline burst moisturizing daily nasal mist nasal spray, solution (lot no. Unk). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started afrin® saline burst moisturizing daily nasal mist at an unspecified dose and frequency. On an unknown date the patient experienced adverse event (seriousness criterion medically important). It was unknown whether any action was taken with afrin® saline burst moisturizing daily nasal mist. The reporter considered adverse event to be related to afrin® saline burst moisturizing daily nasal mist administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.